Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 748940, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3998, lot# v013787, implanted: 2006 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3998, lot# v013787, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient fell on (B)(6) 2013 and ¿went down on her tailbone.¿ the reporter stated that since the fall, the patient had had pain at the lead site. It was reported that the patient was very sore and could feel the wires through her skin. It was noted, the patient was barely able to walk due to the pain. It was stated, something was not right with the wires.